Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device arrived with a cracked screen, and the patient and caregiver indicated the screen could have been damaged by the user, while blood glucose remained controlled using backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no impact on glycemic control, no alarms, and no need for medical care. Investigation included customer interview and verification of device identification and shipping details. Investigation of this case revealed a damaged display assembly consistent with physical damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.